Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
It was reported to synthes, a pt status post plate and screw implantation had an x-ray taken that showed a broken plate. The device report states that medical/surgical intervention was needed.